Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient presented with pre-op diagnosis: instability l5-s1 with spondylolysis defect. Patient underwent following procedures: left-sided crest bone graft. Bilateral neural foraminotomies, l5-s1. Pedicle screw fixation, l5-s1. Posterolateral fusion, l5-s1. Posterolateral interbody fusion (plif) l5-s1 and placement of intervertebral spacer l5-s1. Per op-notes: ¿¿¿once prepared for plif fusion, an appropriated-sized spacer, a 9x27 filled with rhbmp-2 soaked sponge was tapped into the interspace and fluoroscopy was used to confirm excellent position. At that time, we irrigated the spine, decorticated the posterolateral spine for fusion, and we placed some floseal around the thecal sac. At that time, we packed the bone combined with some bone matrix and packed it into the posterolateral gutter satisfactorily. The wounds were irrigated just prior to placement of the bone graft.¿ patient tolerated the procedure with no complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.